Event description:
It was reported that the pump battery was no longer charging. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.